Event description:
It was reported by dealer that the batteries are only holding a charge for 1/2 of a day, and end user is charging overnight. Also, the dealer is stating that the bolts on the seat plate are getting loose.